Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the customer reported complaint was replicated. The endoscope controller (ec) was installed into the test system, and it failed with error 31 during a video test. The endoscopic controller power distribution (ecpd) was found to be a cause of the issue. The ecpd will be replaced to correct the issue. No visual damage found.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The system booted up with missing endoscopic controller power distribution (ecpd) node from the ec. The fse replaced the ec and tested system with the endoscope provided by the customer. The fse provided the customer with video of ec working with endoscope attached. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. However, failure analysis has not completed their investigation. The complaint regarding error 319 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred after the customer plugged in the endoscope. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to unplug the endoscope. The tse reviewed the system logs and noted that the endoscope controller (ec) had the reporting node. The customer powered off and cycled the breaker on the vision side cart (vsc), checked cable connection to video processor (vp) and ec and powered back on with no endoscope plugged in. The system faulted with an error 319. The customer performed the emergency power off (epo) of the vsc another time, still the issue persisted. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.